Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the hub is over heating, and it was restarting itself when it was installed. It was running louder than normal. In house techs found a lot of dust during the repair.